Event description:
The pt stated that for the past 10 days, her blood glucose has been very erratic (24-400 mg/dl). She stated this causes her to feel nauseous. She stated she will either bolus or eat a snack to counteract her readings. She stated she is not sure her infusion device is delivering correctly. She stated that once insulin appeared to be leaking from her infusion site and she changed the site. She stated her highs and lows could be caused by the holidays. She stated she would switch to her backup infusion device. The pt called back and stated that since switching to her backup infusion device, her blood glucose has returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.